Manufacturer narrative:
(B)(4). The evaluation of the returned device and manufacturing documentation has not been completed at this time. A supplement to this report will be filed upon completion of this investigation. The company is also waiting for additional information regarding this incident from the customer.

Event description:
The customer reported that about 2/3 of the way through a tpe treatment, a "haemolysis" alarm occurred. The plasma compartment in the centrifuge was visibly red, and the red color also appeared at the bottom of the plasma bag. The procedure was immediately stopped and the blood was not returned to the patient. This report is being filed due to the potential for hemolysis and unknown medical intervention.